Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the patient death. It was reported this was a mitraclip procedure performed to treat grade 3 mixed mitral regurgitation (mr). The patient presented in poor condition with multimorbid symptoms including cardiogenic shock, and invasive intestinal tumor. The mitraclip procedure was the last attempt to extend the patient¿s life. Three xtr clips were implanted. After implantation of the third clip, a posterior leaflet tear was suspected. A fourth clip was attempted to treat the tear; however, the leaflets could not be grasped. The clip was not implanted and was removed. During the procedure, the patient's condition worsened, and a balloon pump was placed. Mr remained unchanged, grade 3. The patient died while in intensive care unit, the same day of the procedure (B)(6) 2020. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death, tissue damage, and unchanged mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. This event was further reviewed an abbott vascular medical affairs director. The reviewer stated that in this case of grade 3 mixed mitral regurgitation the patient presented with a cardiogenic shock and multiple co-morbid conditions including invasive intestinal tumor. The mitraclip procedure was the last attempt to extend the patient¿s life. Three xtr clips were implanted. After implantation of the third clip, a posterior leaflet tear was suspected. A fourth clip was advanced to the mitral valve, but the leaflets could not be grasped. The clip was not implanted and was removed. During the procedure, the patient's clinical condition worsened, and a balloon pump was placed. Mr remained unchanged, grade 3. The patient died while in intensive care unit, the same day of the procedure. Death was unrelated to the device as this patient was in very unstable condition, but the procedure likely contributed to the outcome. Based on the information provided the reported patient death is the result of a combination of patient conditions and the procedure.the reported tissue damage is likely the result of patient anatomy. A conclusive cause for the reported unchanged mitral regurgitation cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the mitraclip did not contribute to the patient death. The patient died because he was in very poor multimorbid general condition. No additional information was provided.